Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inserted a new dexcom g6 sensor and transmitter, then experienced cgm signal loss with the ilet and subsequently re-paired the cgm with successful connection; the event was categorized as cgm signal loss with associated high glucose, and troubleshooting and education were completed. Symptoms included dry mouth and thirst during the hyperglycemic period, with a documented highest glucose of 318 mg/dl and device alerts for prolonged elevation. Outcomes included resolution after approximately one hour, no ketone testing, no use of backup therapy, no medical intervention, and no need for assistance. Investigation included customer service-guided troubleshooting and re-pairing of the cgm connection. Investigation of this case revealed cgm disconnection as the likely precipitant of the reported high glucose while the user was asleep, with successful restoration of function after re-pairing and no further device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption consistent with cgm signal loss.